Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/23/2026. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one unopened sample that pertains to product code vp2346 was received for analysis. In order to evaluate the condition of the returned sample, the packet was opened. The paper lid was removed from the tray, and the packet contained one strand single armed. However, the suture has begun with degradation process. Furthermore, the foil was visually inspected, delamination and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. Two photographs were submitted for examination. The initial image depicts what appears to be a sealed foil. In the subsequent photograph, three winding formers are presented, with suture visible in two of them. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a trauma procedure with unknown implant on (B)(6) 2026 and suture was used. It was reported from the analysis of the returned product that suture degradation was observed. While opening suture from foil, the suture was absorbed and only needle available. There was no suture material. There were no patient consequences reported. There were no surgical delays reported. Additional information was requested.